Manufacturer narrative:
Under the european law, patient information is considered confidential and will not be released by the hospital. Analysis: fault tracing of the device has shown the root cause to be a hardware failure of the power supply (psu) board. Measurements and visual inspection of the faulty psu board did not succeed in identification of the failing component. However, a replacement of the psu board restored the device to specifications and was verified to be fully operational. Alarms have been confirmed to be working, both audibly and visually, when tested at the date of the investigation. Conclusion: the reported event lead to a hazardous situation defined as complete loss of ventilation, since the device terminated treatment due to the hardware error. Owing to the effectiveness of the mitigations that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered, by triggering audible and visual alarms and a fail-safe shut down, in order to protect against a fault becoming a hazard.

Event description:
Event description per the reporter "various errors. The device stopped during therapy and could not be restarted. During pre-use test, no pressure build-up and no flow".